Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
Alleged failure: it was reported from sales that a product that went out had foreign matters inside product packages. Sales said that they look like debris from the product itself. The pi is raised in separate pr. While trying to release another of the same product for credit, two more units in the wh were found to have same issue. This pi is to report the two. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be manufacturing. A non-conformance report was created (ncr3018037) for the "product" and will be sent to the vendor for further analysis. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.